Manufacturer narrative:
A direct correlation between the device and the reported exposed driveline could not conclusively be established through this evaluation. The submitted log file was reviewed and no hazard alarms were captured. The recorded pump speed remained above the low speed limit and the pump appeared to be functioning as intended. Additional information was requested, but was not provided. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 1 month.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 26sep2014. It was reported that the driveline was exposed. Additional information was requested, but was not provided.